Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure wherein the lead was pulled down and anchored. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model:sc-2218-70, serial: (B)(6), batch: (B)(6).